Event description:
The pt's spouse found pt in bed and groggy and almost passed out and used the suspect device to check the blood glucose and the result was 300 mg/dl. Then called the paramedics and they checked glucose at 57 mg/dl with their meter and was treated with a glucose IV and given orange juice to drink. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.